Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2020-01675. Investigation is pending the return of the device.

Event description:
It has been reported that the device may be prematurely draining batteries.